Event description:
It was reported that at a follow-up appointment, the physician was unable to establish telemetry with this implantable pacemaker. However, after multiple attempts, it was found that this pacemaker was operating in safety mode. The patient was hospitalized and this device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker had been received for analysis, and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that at a follow-up appointment, the physician was unable to establish telemetry with this implantable pacemaker. However, after multiple attempts, it was found that this pacemaker was operating in safety mode. The patient was hospitalized, and this device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker had been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.